Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the customer waited for a while and exposed again to complete the procedure. The field service engineer (fse) went onsite and analyzed the log files. Analysis of log file identified sib temperature was high. Upon inspection, the fse found that the air conditioner was off, causing the temperature to rise. The philips engineer activated the air conditioner and recommended the customer to keep it on while in use. After which, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue stemmed from the increased room temperature due to the air conditioner being turned off. The equipment was not at fault for the malfunction. Once the air conditioner was turned on, the equipment functioned properly. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome

Event description:
It was reported to philips that the customer was unable to perform exposures. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.